Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® single use holder had foreign matter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® single use holder had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes related to molding defects with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes related to molding defects with the incident lot were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bd vacutainer® single use holder had foreign matter. There was no report of exposure, serious injury or medical intervention.